Event description:
It was reported that a during an acute myocardial infarction, a xience v rx 2.5 x 15 mm stent was placed in a heavily tortuous, eccentric, de novo, proximal, left anterior descending artery without difficulty and two days post procedure the patient complained of angina and a xience v rx stent thrombosis was found. Terophiban anticoagulant was given to the patient, on day three the physician stented the lad with another xience 2.5 x 15 mm stent and the thrombosis resolved. The patient was released from the hospital on day three and is in stable condition. There was no adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effects of angina and thrombosis are listed in the xience v everolimus eluting coronary stent system instructions for use as known adverse events. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.